Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the respiratory therapist inserted a new cannula into the patient and tried to lock it in place using the blue locking ring, the locking ring became completely detached from the cannula. The issue was immediately identified and the cannula was safely removed from the patient and replaced with a new cannula.

Manufacturer narrative:
Additional information:g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that an xlt inner cannula inside its unit pack with cracked tube stem and the locking ring detached from the cannula. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that when the respiratory therapist inserted a new cannula into the patient and tried to lock it in place using the blue locking ring, the locking ring became completely detached from the cannula. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the when the respiratory therapist inserted a new cannula into the patient and tried to lock it in place using the blue locking ring, the locking ring became completely detached from the cannula. The issue was immediately identified and the cannula was safely removed and only the inner cannula was replaced.

Event description:
It was reported that the when the respiratory therapist inserted a new cannula into the patient and tried to lock it in place using the blue locking ring, the locking ring became completely detached from the cannula. The issue was immediately identified and the cannula was safely removed and only the inner cannula was replaced. There was no patient harm.

Manufacturer narrative:
Additional information: g3, rfr code: twist lock difficulty correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.